Event description:
During cardiopulmonary bypass, the cardioplegia delivery monitor display continuously blinked off and on. The displayed values could not be accurately read. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.